Event description:
During a ptca procedure, balloon ruptured on the third inflation. Upon attempting to remove, balloon became entrapped in the lesion. After much difficulty, balloon and guide wire were removed from the vessel. Vessel abruptly closed and could not be recrossed with a wire or balloon. Pt status is listed as "ok". Pt was discharged 2 days later with medical management.